Event description:
Boston scientific received info that this atrial lead had dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. It was also revealed that the pt experienced a pneumothorax following the implant procedure. A chest tube was placed and removed two days later. No adverse pt effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.